Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted and the patient was moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an error message ¿low load fluoro flavor emergency power active message¿. Review of the system log file showed that, issue existed in x-ray generator, which caused short of converters and tripped circuit breakers. The philips engineer replaced converters and all 3 safety resistors (parts in generator). After replacement of these parts, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during a procedure generator was failed and system did not make x-ray. The procedure was completed on another device. No harm has been reported to philips. A philips service engineer inspected the system on site and found shorted converters and tripped circuit breakers. The bad converters and resistors in generator have been replaced and the system was returned to use in good working order.